Event description:
It was reported that the ilet user experienced difficulty performing a full supply change while using a teflon infusion set for the first time, including trouble unraveling the tubing and an incorrectly deployed infusion set, after which education materials were resent and live guidance was provided to complete the change and resume insulin delivery without device alerts or alarms. No reported adverse clinical effects and no changes in blood glucose levels. Outcomes included successful completion of the supply change with continued insulin delivery and no medical intervention or hospitalization. Investigation included remote troubleshooting and user education on proper infusion set handling and deployment. Investigation of this case revealed user handling error related to infusion set deployment and tubing management, with no evidence of pump malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set insertion and setup.